Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating and shut down during use. Patient suffered some desaturation of o2 levels. No serious injury was reported. The device alarmed. At the present time, a stop of ventilation cannot be excluded.

Event description:
It was reported that the device stopped ventilating and shut down during use. Patient suffered some desaturation of o2 levels. No serious injury was reported. The device alarmed. At the present time, a stopp of ventilation cannot be excluded.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis from the affected infinity acs workstation cc with serial no. (B)(6), manufactured in sept. 2019. According to the logfile review the reported behavior could be confirmed at the reported time. The analysis of the log file provided revealed that the device restarted during ventilation. The device behaved as specified and issued accompanying alarms to inform the user. The reported event is due to a one-off deviation in the software for unknown reasons.we recommend replacing the m16. If you have not already done so, test the device according to the manufacturer's specifications before putting it back into service. It was reported that the patient¿s spo2 saturation temporarily decreased. No serious injury was reported. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of reported basis-board malfunctions is within accepted range assessed by the responsible product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.